Event description:
During ablation procedure a plume of smoke was noted exiting through r port. Ablation probe removed, wire protruding through probe-midsheath, with surrounding burn marks on sheath. Second ablation tool placed; second plume of smoke noted. Sheath removed, burn again noted midsheath, and difficulty sliding probe out. Power source has been used several times since with no problems. No pt injury or complication related to this.

Event description:
Add'l info received from reporter 4/5/03: no pt injury apparent to date.

Event description:
Add'l info received from reporter 4/15/03: no pt injury apparent to date.

Event description:
Two previous reports were submitted specific to this same 2003 occurrence. The first report suggested a life threatening event. The second report deleted this info and only indicated that the event required intervention. Upon significant follow-up review and investigation, this third and final report seeks to clarify both points: 1. With smoke seen exiting through right port, pt safety was an initial concern (potential life-threatening concern) however, no pt injury was, or has in fact been noted. 2. Although a second probe was used to complete the procedure, no actual pt care intervention was required. Hosp continues to believe that the filing of the mandatory report is appropriate, since this provides more detailed info to both the MFR and the FDA.